Manufacturer narrative:
(B)(4). Actual date of event or onset of symptoms was not provided however the date of implant was (B)(6) 2016 and the date of explant was (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure due to the patient not being able to tolerate anisometropia and astigmatism. The goal was plano; and the result was -2.37. There was no incision enlargement, no sutures and no patient injury reported. Another lens, non-amo, was implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. The device was inspected at 10x microscope magnification. The returned lens was observed cut in half. Loose particles were observed on the sample compatibles with handling the lens out of the sterile environment. Residue of viscoelastic was detected on the sample. Both lens haptics were observed in good condition and shape. The reported issue could not be verified.   A manufacturing record review was conducted. Results revealed the devices were manufactured within specifications. The units were released according to specification. No non-conformance reports or deviations/discrepancies were issued during the manufacturing process of the production order (po). During manufacturing process, all lenses are inspected under 10x microscope magnification and defective lenses are rejected . A review of the complaints related to the production order was performed and the results revealed that this is the only investigation issued for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.